Manufacturer narrative:
A service report completed and dated 07/22/19 by a dmta district service manager indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact sigma operating manual. The details concerning the patient outcome was that the hematoma are not known. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.